Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (add gel messages, gel previously released messages) has been confirmed. Upon receipt, the rear te cable was pulled out of the distribution node. The cause of the gel release flag was due to the gel fire wires being disconnected, leaving the gel circuit open. The root cause of the pulled cable was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) yr old male pt's download revealed "gel previously released" messages. Zoll customer support contacted the pt to exchange his electrode belt. The pt was provided with a replacement belt.